Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine device replacement procedure the patient implanted with this pacemaker experienced 5-6 seconds of asystole due to a stuck proximal right ventricular (rv) setscrew. Attempts to loosen the setscrew were unsuccessful. Eventually the rv lead was successfully removed from the header without lead damage and the lead was able to be reused and remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the v-ring retainer ring was bent, and a wrench tip was broken off in the set screw hex slot. All setscrews except the v-ring moved freely and operated normally. There was evidence of silicone-to-silicone bonding in the ventricle lead barrel. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.